Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s incarcerated ventral hernia which required repair and temporary hemodialysis. However, there is no objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. The patient reportedly developed the hernia after starting pd therapy and underwent previous repair (date unknown) and subsequently the hernia was being monitored (for a few years) as it had re-occurred. The patient¿s ventral hernia can be reasonably associated with pd therapy due to the physiologic increase in abdominal pressure from the dialysate; which is a well-known potential complication in pd patients. The patient has since resumed pd therapy with the same cycler and is reportedly recovering from the hernia event. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving a patient line is blocked soft alarm during drain 0. During the call, the patient stated that they just had surgery. The patient stated that they had visible fibrin. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) confirmed that the patient completed pd treatment manually without any adverse event. The pdrn stated the patient had a recurrent ventral hernia which developed after start of pd therapy (date unknown). The patient underwent prior hernia repair (unknown date) and the hernia was routinely monitored for a few years, but the patient reported abdominal pain as the ventral hernia became incarcerated. The patient underwent surgical repair on (B)(6) 2019. The patient¿s abdominal pain did not occur during a pd treatment, and there have been no cycler related product issues or malfunctions that caused or contributed to the patient¿s hernia. The nurse attributed the development of the hernia to increased intra-abdominal pressure during pd therapy. After hernia repair was completed, the patient was placed on back-up hemodialysis (hd) therapy for a few weeks to heal. On (B)(6) 2019, the patient resumed pd therapy with a low fill volume of 1000 ml (reduced from 2900 ml fill) and uses a combination of 1.5%, 2.5% and 4.25% pd solution based on ultrafiltration needs. Reportedly, the patient is currently continuing pd therapy on the same cycler without further reported issues and is recovering from the hernia event.